Event description:
It was reported the patient experienced an extreme debilitating headache that led them to the ER where tests and scans were done, all tests returned negative for an epidural hematoma. No further intervention planned.

Manufacturer narrative:
A patient experiencing an epidural hematoma was reported to abbott. It was determined the patient had an extreme debilitating headache that led them to the ER where tests and scans were done, all tests returned negative for an epidural hematoma. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient experienced an epidural hematoma and was taken to the emergency room two days after implantation (B)(6) 2024). Reportedly the issue is resolving on its own and there is no future intervention planned at this point.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A patient experiencing an epidural hematoma was reported to abbott. No intervention is planned. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.